Event description:
The customer reported the coating on the bending section peels off during service and maintenance involving an olympus uretero-reno videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.